Event description:
Medtronic received information that a transcatheter bioprosthetic valve was successfully implanted into a failed 19mm st. Jude epic valve. The valve was reported to be implanted for an interval of 2 years and was noted to have high gradients (38mm hg). No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).